Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead showed loss of capture. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead will not be returned and the pacemaker remains implanted.